Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device is CPAP cuts off after running 5-10 minutes. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. And observed the pca with burned components. There was multiple errors has been identified. The device was scrapped.